Manufacturer narrative:
Additional information: (h) attached medwatch. Investigation results: a complaint history record (chr) review could not be performed as no batch/lot number was made available for this reported event. A device history review was unable to be performed since no lot/batch number was provided. A retain sample analysis review could not be performed as no batch/lot number was made available for this reported event. Based on the limited information received from the customer following multiple attempts, risk documentation could not be reviewed appropriately; based on the customer¿s description with no failure issue identified it is difficult to deduce a defect on which they are reporting and connect it to a failure mode in the risk management documentation. The outcome described of leakage is assessed at multiple points in the rmf. Root cause couldn't be determined due to unavailability of sample and batch/lot number information.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Event description:
The patient's mother reported that the intravenous catheter 22g 3/4 with y site leaked while the nurse was trying to access the patient. The nurse was able to access once a new needle was prepared.